Manufacturer narrative:
Zoll has not received the thermogard xp ivtm for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
It was reported that during patient use, the ivtm thermogard system (go into standby and alarmed with tcmid:06. Patient treatment was continued using conventional methods. No consequences or impact to patient.

Manufacturer narrative:
The reported event of "the thermogard xp ivtm system (sn (B)(4) go into standby and displayed tcmid:06 (ce post failure) error code was not confirmed during functional testing or per archive data. The thermogard xp ivtm system passed the functional testing. There were no device deficiencies found during the evaluation of the system, which could have caused or contributed to the reported event. During visual inspection, there were no device issues observed on the ivtm thermorgard console. The thermogard xp ivtm system passed the initial functional testing and the event log review showed no evidence of tcmid:06 (ce post failure) error code on the reported event date. Historical complaints were reviewed and there was no previous history of complaints reported for the thermogard xp ivtm console with serial number (B)(4).